Event description:
A non - FDA product (nu bone) was used in spinal fusion surgery within 2 days after being released by the doctor, I was readmitted to the hospital for complications and infection. Within 12 months several symptoms of unspecific origin presented themselves. I have been diagnosed with monoclonal gammopathy of undetermined significance. I am now totally disabled. Diagnosed or reason for use: severe cervical spinal stenosis.